Event description:
It was reported that the ventilator failed the internal test sequence during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the blower inlet test failure, which is included in internal test sequence. Identification of issue has been done by analyzing problem description, device's logs and return information note (rin). The claimed issue was related to brand new turbine from stock. There was no patient involvement. Based on technician statement, the technical error 65 appeared due to faulty turbine (sn 8132). This issue has been processed in record ot#649635. The technician replaced the defective part using brand new turbine (sn2362) from the stock, which turned out to be defective. The blower inlet test failed with error code = 1 after installation sw v4.01, what revealed that the brand new turbine was defective from the beginning. The defective turbine was returned for investigation. According to received return information note when the defective part was tested in reference ventilator, pre-use check failed on the internal test. Attached log files indicate turbine fault. The cause to the reported error is due to a faulty turbine/blower module, most likely due to a component failure, which component, has not been established by this investigation. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation. The issue has been finally solved using another turbine. The turbine module generates compressed air and delivers air to the inspiratory gas. The device was delivered to the user in working condition.

Event description:
Manufacturer's ref. #: (B)(4).